Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing line detached at the site location while walking. The site location was the patient's abdomen and the pump was located on the hip. The infusion had been used for two days. Moreover, the adhesive was not sticking. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.